Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 199 mg/dl at the time of the incident. Customer reported they were unable to clear the alarm and was not able to rewind the pump. The customer was assisted with troubleshooting. The insulin pump will not return for analysis.